Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. There were no abnormalities noted during functional testing and the handle had 116 of 300 procedures remaining. A review of the system logs showed evidence of field programmable gate array (fpga) reset. According to this data, the handle was running v29.6 software at the time of the fpga reset. The data saved to the system was analyzed, and there were abnormalities in motor movements. It was reported that the instrument locked on tissue and the device handle had an error message. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, after loading the reload to the powered handle, the first firing could be done until the end and was completed. However, the knife could not be retracted, the jaws of the reload could not be opened, and it was locked on the tissue. When the display was observed, a power handle error of red circle with a slash and yellow exclamation mar was shown even upon attempting a powered approach. Once the error display was as is, a manual adapter tool was used for manual approach. The reload was then opened physically, and the tissue was released. It was noted that there were no problems with the staple line, and the operation was completed successfully afterwards. After the surgery, the handle display was checked again, but the same error display did not change. There was no patient injury.